Event description:
A canine underwent a neuter procedure assisted by the lx-20sp laser in 2006 as part of a lumenis sales demonstration. The laser was utilized by the veterinarian both for incisions during the neuter procedure and for severing the associated artery or vesicle. The artery was also ligated (closed with sutures) by the veterinarian. After the procedure, the canine was released home to its owner and at approx 11:00 pm same day, the owner called the veterinary clinic to report that the canine was not doing well. At 2:00 am, the owner of the canine paged the clinic and brought the dog to the clinic, where the canine was pronounced dead. Per the necropsy performed the next day, the canine had bled to death, and the abdomen was full of blood. Per the veterinarian, it appeared that the severed artery may have retracted down and that when she tied off the vesicle, the artery must have been below the ligature.

Manufacturer narrative:
Per the lumenis rep, a gold tip delivery device (10mm, short, small spot tip 0.4 mm) was used together with the lx-20sp laser device during the neuter procedure. Per the lumenis rep, the delivery device was discarded after the procedure and was not available for analysis by lumenis. As of 1/17/2007, the lx-20sp device is under evaluation by lumenis service at the lumenis service depot. A follow-up medwatch report will be filed with device evaluation results.